Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. Programming changes were made but did not resolve the event. The rv lead was explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion 17.0-17.1 cm from the connector pin, breaching the outer insulation and exposing the outer coil proximal to suture tie impression consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone. No other anomalies were noted.